Event description:
The customer reported a spo2 failure to alarm, not red alarm appeared from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate after reviewing the logs the fse determined that the spo2 did not drop low enough for the red alarms to be activated. The cause of the reported problem was the oxygen mask had slipped off the baby's face. It was confirmed that when the doctor reapplied the mas all alarms were silenced - user issue. H3 other text : philips remote support only.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: initial reporter phone number: (B)(6).

Event description:
The customer reported a spo2 alarm failure yellow and not red alarm appeared from the device. The device was in use at time of event, there was no adverse event reported.